Event description:
Pt on vent, vent alarm sounded, pt noted to have 0 tv and 0 mv. Pt then became bradycardic followed by asystole. Hr returned after atropine. Ett cuff then noted to have a large cuff leak, air added to balloon and anesthesia paged to change ett. Once tube removed balloon noted to have water in it.